Event description:
The customer reported that the system locked up during a procedure, displaying a communication error message on the screen. The customer rebooted the system to clear error and finished the case. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply and power cable were replaced. The system was then found to be operating as intended.